Event description:
It was reported by the patient that the pump emptied sooner than she had anticipated. The patient did not report any adverse symptoms associated with this event.

Manufacturer narrative:
The device was not returned for evaluation. With the information provided by the patient as to the pump settings and timeframes, it cannot be determined if the pump did indeed empty sooner than it should have.